Event description:
Pt reported that their one touch basic enhanced meter kept displaying the not ok message. This issue was not resolved with troubleshooting. There was no adverse event reported. No further clinical info was probided.